Manufacturer narrative:
Patient's age and date of birth not provided/unknown. Patient's weight not provided/unknown.

Event description:
It was reported that the healing collar (hc345) does not seat correctly into the implant. The procedure was completed with another healing collar. Tooth location 20.

Manufacturer narrative:
One zimmer dental healing collar was returned for inspection. A visual inspection revealed wear on the collar and hex head as well as damage to the threads. A functional test revealed that the healing collar would not seat on a mating implant. Therefore, the alleged complaint is confirmed. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot number. Appropriate documentation was reviewed and the following information was identified: instructions for use for healing collars, healing screws, surgical cover screws and temporary gingival cuffs¿9658 rev 1-01/15. Healing collars ¿ for use with tapered screw-vent®, screw-vent® and trabecular metal¿ implants select the appropriate size healing collar for the platform of the implant and with appropriate height and emergence profile to fit the existing or desired tissue contour of the site. The healing collars are anodized with color-coding on the lower portion to indicate the implant platform diameter. The top surface of the healing collar is etched with three numbers to reference implant platform diameter, emergence profile diameter and cuff height. The numbers for implant platform and emergence profile show only the initial digit of the related measurement. A singular cause cannot be identified. The following sections have been updated: UDI number: (B)(4).